Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / lower left quadrant pain / pelvic pain") and procedural haemorrhage ("during surgery I was bleeding to heavily she had to quickly remove both fallopian tubes due to complications") in a 31-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, body mass index normal, uterine bleeding, cesarean section and parity 2. Concomitant products included ibuprofen (motrin), sertraline hydrochloride (zoloft) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), musculoskeletal discomfort ("back feels broken"), medical device discomfort ("can feel the insert on her left side") and loss of personal independence in daily activities ("events has paralyzed her life"). In 2008, the patient experienced irritability ("hormonal changes describe: extreme irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives on thighs, buttock and hips, all over body putting me in ER"), allergy to metals ("nickel allergy / the doctor thought I had a nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), groin pain ("groin pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), premenstrual dysphoric disorder ("said I had pmdd") and rash ("rashes or skin") and was found to have weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), crying ("crying spells"), arthralgia ("joint pain"), abdominal pain lower ("lower stomach pain/ left lower quadrant pain"), dysgeusia ("nickel taste in mouth"), abdominal pain upper ("stomach pain") and menstruation irregular ("irregular period"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, depression, urticaria, alopecia, groin pain, back pain, arthralgia, abdominal pain lower and dysgeusia had resolved, the procedural haemorrhage, hypersensitivity, anxiety, inflammation, irritability, crying, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, weight increased, abdominal pain, premenstrual dysphoric disorder, abdominal pain upper and menstruation irregular outcome was unknown and the headache, fatigue, mood swings, musculoskeletal discomfort, medical device discomfort and loss of personal independence in daily activities had not resolved. The reporter provided no causality assessment for depression, fatigue, headache, loss of personal independence in daily activities, medical device discomfort, mood swings and musculoskeletal discomfort with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, crying, dysgeusia, dysmenorrhoea, groin pain, hypersensitivity, inflammation, irritability, menorrhagia, menstruation irregular, pelvic pain, premenstrual dysphoric disorder, procedural haemorrhage, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Left side 3 coils, right side 4 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / lower left quadrant pain / pelvic pain") and procedural haemorrhage ("during surgery I was bleeding to heavily she had to quickly remove both fallopian tubes due to complications") in a 31-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, body mass index normal, uterine bleeding, cesarean section and parity 2. Concomitant products included ibuprofen (motrin), sertraline hydrochloride (zoloft) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), musculoskeletal discomfort ("back feels broken"), medical device discomfort ("can feel the insert on her left side") and loss of personal independence in daily activities ("events has paralyzed her life"). In 2008, the patient experienced irritability ("hormonal changes describe: extreme irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives on thighs, buttock and hips, all over body putting me in ER"), allergy to metals ("nickel allergy / the doctor thought I had a nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), groin pain ("groin pain"), back pain ("back pain"), abdominal pain ("abdominal pain") and premenstrual dysphoric disorder ("said I had pmdd") and was found to have weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), crying ("crying spells"), arthralgia ("joint pain"), abdominal pain lower ("lower stomach pain"), dysgeusia ("nickel taste in mouth"), abdominal pain upper ("stomach pain") and menstruation irregular ("irregular period"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, depression, urticaria, alopecia, groin pain, back pain, arthralgia, abdominal pain lower and dysgeusia had resolved, the procedural haemorrhage, hypersensitivity, anxiety, inflammation, irritability, crying, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, weight increased, abdominal pain, premenstrual dysphoric disorder, abdominal pain upper and menstruation irregular outcome was unknown and the headache, fatigue, mood swings, musculoskeletal discomfort, medical device discomfort and loss of personal independence in daily activities had not resolved. The reporter provided no causality assessment for depression, fatigue, headache, loss of personal independence in daily activities, medical device discomfort, mood swings and musculoskeletal discomfort with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, crying, dysgeusia, dysmenorrhoea, groin pain, hypersensitivity, inflammation, irritability, menorrhagia, menstruation irregular, pelvic pain, premenstrual dysphoric disorder, procedural haemorrhage, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Left side 3 coils, right side 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received - events- "hormonal changes describe: extreme irritability, crying spells, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hives on thighs, buttock and hips, all over body putting me in ER, nickel allergy / the doctor thought I had a nickel allergy, dysmenorrhea (cramping), weight gain, hair loss, groin pain, back pain, abdominal pain, said I had pmdd, joint pain, lower stomach pain, nickel taste in mouth, stomach pain, irregular period, during surgery I was bleeding to heavily she had to quickly remove both fallopian tubes due to complications", lot number, medical history, concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain / lower left quadrant pain / pelvic pain") and procedural haemorrhage ("during surgery I was bleeding to heavily she had to quickly remove both fallopian tubes due to complications") in a 31-year-old female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, body mass index normal, uterine bleeding, cesarean section and parity 2. Concomitant products included ibuprofen (motrin), sertraline hydrochloride (zoloft) and sumatriptan succinate (imitrex df). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), musculoskeletal discomfort ("back feels broken"), medical device discomfort ("can feel the insert on her left side") and loss of personal independence in daily activities ("events has paralyzed her life"). In 2008, the patient experienced irritability ("hormonal changes describe: extreme irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives on thighs, buttock and hips, all over body putting me in ER"), allergy to metals ("nickel allergy / the doctor thought I had a nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), groin pain ("groin pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), premenstrual dysphoric disorder ("said I had pmdd") and rash ("rashes or skin") and was found to have weight increased ("weight gain"). In 2010, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), inflammation ("inflammation"), crying ("crying spells"), arthralgia ("joint pain"), abdominal pain lower ("lower stomach pain/ left lower quadrant pain"), dysgeusia ("nickel taste in mouth"), abdominal pain upper ("stomach pain") and menstruation irregular ("irregular period"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, depression, urticaria, alopecia, groin pain, back pain, arthralgia, abdominal pain lower and dysgeusia had resolved, the procedural haemorrhage, hypersensitivity, anxiety, inflammation, irritability, crying, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, weight increased, abdominal pain, premenstrual dysphoric disorder, abdominal pain upper and menstruation irregular outcome was unknown and the headache, fatigue, mood swings, musculoskeletal discomfort, medical device discomfort and loss of personal independence in daily activities had not resolved. The reporter provided no causality assessment for depression, fatigue, headache, loss of personal independence in daily activities, medical device discomfort, mood swings and musculoskeletal discomfort with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, back pain, crying, dysgeusia, dysmenorrhoea, groin pain, hypersensitivity, inflammation, irritability, menorrhagia, menstruation irregular, pelvic pain, premenstrual dysphoric disorder, procedural haemorrhage, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Left side 3 coils, right side 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- event rash was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), headache ("headaches"), fatigue ("fatigue"), mood swings ("mood swings"), musculoskeletal discomfort ("back feels broken"), medical device discomfort ("can feel the insert on her left side") and loss of personal independence in daily activities ("events has paralyzed her life"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), anxiety ("anxiety") and inflammation ("inflammation"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, hypersensitivity, anxiety and inflammation outcome was unknown and the depression, headache, fatigue, mood swings, musculoskeletal discomfort, medical device discomfort and loss of personal independence in daily activities had not resolved. The reporter considered anxiety, hypersensitivity, inflammation and pelvic pain to be related to essure (ess205). The reporter provided no causality assessment for depression, fatigue, headache, loss of personal independence in daily activities, medical device discomfort, mood swings and musculoskeletal discomfort with essure (ess205). Most recent follow-up information incorporated above includes: on 13-nov-2017: this case was converted from the conceptus database into argus on 14-jan-2014 and it was initially reported by a consumer. Further information (legal claim) was received on 13-nov-2017 and qualifies this previous conceptus case as reportable case by bayer: lawyers were added as reporter. Event allergic reactions, anxiety, inflammation, pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.